Event description:
The customer reported having high blood glucose levels for the past week. The customer's most recent blood glucose reading was 369 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer also mentioned that she has been on medication that may be contributing to her elevated blood glucose levels. In addition, the customer's health care professional had made changes to her insulin pump settings prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.